Manufacturer narrative:
Device history records showed no problems with materials, MFR, or test of subject device. Returned device was disassembled and examined. Contamination was observed in bearing assembly, causing overheating/damage to the bearing retainer, and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specifications.

Event description:
Procedure was a crown prep on upper left, tooth #13. Dentist noted pt said lip felt funny. Injury noted to be deep 2nd degree burn on the lip. Treatment was neosporin, keep it clean. No other follow up treatment. Initial report provided (B) (6) 2008. F/u with dental office personnel noted injury date of (B) (6) 2008.